Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "unable to thread tissue dilator over guidewire." A new kit was opened , and the dilator was fed over the existing guidewire. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported that: "unable to thread tissue dilator over guidewire." A new kit was opened , and the dilator was fed over the existing guidewire. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire in its advancer and a dilator for analysis. Signs of use in the form of biological material was observed on the components. Visual analysis revealed one major bend/kink on the guide wire body towards the j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The dilator revealed no obvious defects or anomalies. The kinking on the guide wire measured 440mm from the proximal weld. The guide wire total length measured 458mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The outer diameter measured 0.855 mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The dilator length from the hub to the distal tip measured 6 7/8", which is within the specification limits of 6 3/4"-7" per the dilator product drawing. The dilator outer diameter measured 0.1130", which is within the specification limits of 0.111"-0.113" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.028", which is not within the specification limits of 0.036"-0.038" per dilator product drawing. The guide wire was inserted through the dilator tip. Major resistance was encountered due to the diameter of the guide wire being larger than the inner diameter of the dilator's distal tip. Performed per IFU statement, "thread tapered tip of dilator/sheath/valve assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." A manual tug test confirmed that the distal and proximal welds are secure and intact. The manufacturing facility was previously consulted as a part of this complaint investigation, and they confirmed that the defect is caused during the manufacturing of the dilator. A device history record review was performed, and relevant findings were identified. Three non-conformances were created for material k-09880-006b with lots 34c21d0183, 34c21d0184, and 34c21d0186 for "swg/dilator resistance - undamaged" and "swg/dilator resistance - kinked". The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The complaint of swg/dilator resistance was confirmed by evaluation of the returned sample. The swg contained one major kink/bend towards the distal j-bend. Dimensional inspection revealed that the dilator tip inner diameter was out of specification, which likely resulted in the observed damage to the guide wire. A device history record review was performed, and relevant findings were identified. Based on the returned sample, manufacturing-tipping likely caused or contributed to this issue. A non-conformance was initiated to further investigate. Teleflex will continue to monitor and trend for reports of this nature.